Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted suddenly to 1% after being connected to a power source. Following the battery drop the pump was unable to be charged consistently despite the attempt of multiple power sources. Subsequently, the pump fully depleted and shut off. The pump was able to be turned back on. Customer reported blood glucose level was 151 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.